Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and tortuous iliac artery. A 10.0 x80, 75cm charger balloon catheter was advanced for dilation. However, when the balloon was inflated at 14 atmospheres, contrast agent leakage was noted. The device was withdrawn and checked, and it was found that the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: charger device - 10x80x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning approximately at the proximal balloon bond and extending distally across the balloon material and ending approximately at the distal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified damage. This type of damage is consistent with excessive force being applied to the device when attempting to cross a challenging lesion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and tortuous iliac artery. A 10.0 x80, 75cm charger balloon catheter was advanced for dilation. However, when the balloon was inflated at 14 atmospheres, contrast agent leakage was noted. The device was withdrawn and checked, and it was found that the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.